Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/3.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient had excessive vaulting and it was indicated that the surgeon explanted the lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.